Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found foreign material contamination in the form of epoxy and buffing compound on the right atrial and right ventricular contact springs in the header.

Event description:
This report is to advise of an event observed during analysis.